Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There were 2 additional sensors reported (unknown, unknown) and they have been captured under this submission. This is 1 of 3 MDR submission. Reference#: mw5184073, mw5184074. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device had three sensors failed in less than 24 hours, wherein it has loss signal for 4 hours, shutdown, and replace sensor message. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service was able to reach the customer and confirmed that they already contacted about the concern and received sensor replacements. The customer called back and reported this concern. Based on the information provided, there was no report of serious injury associated with this event.